Manufacturer narrative:
Corrected data: executive summary - corrected.

Event description:
It was reported that mechanical thrombectomy was performed to treat a basilar artery occlusion and vessel patency was restored. Twenty six hours post procedure, subarachnoid hemorrhage (sah) occurred in the treated area. Medical treatment was not administered. Two months post procedure, the patient died. The cause of death is unknown. In the physician's opinion, excessive resistance was felt when withdrawing the retriever, possibly damaging the penetrating branch and causing the sah. The cause of death was reported to be due to respiratory failure and old age. There is no relationship between the death and the device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The complaint device was not returned; therefore, an physical analysis as well as a functional evaluation could not be performed. The cause for the reported difficulties during removal of the retriever device could not be determined. However, intracranial hemorrhage and patient outcome of death are known risk associated with endovascular procedures and are listed as such in the device directions for use.

Event description:
It was reported that mechanical thrombectomy was performed to treat a basilar artery occlusion and vessel patency was restored. Twenty six hours post procedure, subarachnoid hemorrhage (sah) occurred in the treated area. Medical treatment was not administered. Two months post procedure, the patient died. The cause of death is unknown. In the physician's opinion, excessive resistance was felt when withdrawing the retriever, possibly damaging the penetrating branch and causing the sah. The cause of death was reported to be due to respiratory failure and old age. There is no relationship between the death and the device.

Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that mechanical thrombectomy was performed to treat a basilar artery occlusion and vessel patency was restored. Twenty six hours post procedure, subarachnoid hemorrhage (sah) occurred in the treated area. Medical treatment was not administered. Two months post procedure, the patient died. The cause of death is unknown. In the physician's opinion, excessive resistance was felt when withdrawing the retriever, possibly damaging the penetrating branch and causing the sah. No additional information is available.